Manufacturer narrative:
(B)(6). Method: the subject device rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the subject device, information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Result: the subject device has passed the performance testing and visual inspection. Device was dismantled and the lower manometer nut was found to be moving freely inside the unit. It is possible that the nut became loose during shipping/transportation of the subject device. Conclusion: the reported failure was caused due to the manometer nut was not tightened properly during device assembly. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
During device evaluation of the subject device, rd900aeu neopuff infant resuscitator at our fisher & paykel healthcare (f&p) service center in united kingdom, it was found that one of the nuts used to tighten the manometer became loose and came off. There was no reported patient involvement.